Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen displayed the incorrect language despite "pressing english". Customer¿s blood glucose level ranged from 288-289 mg/dl. The customer reverted to an alternate method in insulin therapy.